Event description:
It was reported that during a carotid angiography treatment procedure, bleeding occurred. Vascular access was obtained via the femoral artery. A carotid angiogram was conducted and after the procedure was completed, during the removal of the guide catheter and another manufacturer's guide wire, blood began "shooting" from the valve of a 5 fr x 11 super sheath introducer sheath. As a result, a moderate amount of blood was lost. Pressure was immediately applied to the femoral access site after the sheath was removed. The procedure was completed with this device. No further patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a carotid angiography treatment procedure, bleeding occurred. Vascular access was obtained via the femoral artery. A carotid angiogram was conducted and after the procedure was completed, during the removal of the guide catheter and another manufacturer's guide wire, blood began "shooting" from the valve of a 5 fr x 11 super sheath introducer sheath. As a result, a moderate amount of blood was lost. Pressure was immediately applied to the femoral access site after the sheath was removed. The procedure was completed with this device. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic product analysis revealed the hemostatic valve was properly attached to the joint between the sheath body and the upper cap. Pressure testing at 500 mmhg showed that the hemostatic valve had leaked. Inspection of sheath components revealed no abnormality such as defective molds contributing to the complaint. However, a crack was noted in the valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).